Manufacturer narrative:
Initial reporter address: (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from an unknown location of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from an unknown location. The leak was further described as ¿after closing the clamps on the drain bag, the floor appeared to become even more wet¿ but it was unknown where it came from. Proper procedures per the user manual were reviewed with the patient. The patient would reset the cycler for the next therapy.there was no patient injury or medical intervention associated with this event. No additional information is available.